Event description:
The complainant is an insulin dependent diabetic who adjusts insulin based on instrument blood glucose readings. Pt indicated that the normal blood glucose readings are typically in the 120-135 mg/dl range. Pt was alarmed when tested the blood glucose using the elite meter and rec'd a glucose values of hi (blood glucose over 600mg/dl) since pt did not have symptoms of this high of a blood glucose. While on the phone it was learned that the complainant was using excel off brand reagent strips when pt rec'd the higher blood glucose value. Fortunately, the complainant did not take add'l insulin based on this reading or pt could have had a serious insulin reaction. At the time of the phone conversation an attempt was to made to review the operation of the meter. However, the customer could not locate the supplies. Replacement product is being sent to continue the eval.

Event description:
The complainant is an insulin dependent diabetic who adjusts insulin based on instrument blood glucose readings. Pt indicated that the normal blood glucose readings are typically in the 120-135 mg/dl range. Pt was alarmed when tested the blood glucose using the elite meter and rec'd a glucose values of hi (blood glucose over 600mg/dl) since pt did not have symptoms of this high of a blood glucose. While on the phone it was learned that the complainant was using excel off brand reagent strips when pt rec'd the higher blood glucose value. Fortunately, the complainant did not take add'l insulin based on this reading or pt could have had a serious insulin reaction. At the time of the phone conversation an attempt was to made to review the operation of the meter. However, the customer could not locate the supplies. Replacement product is being sent to continue the eval.